Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat-gard sleeve. No blood was observed inside the iab catheter. The pressure tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after the intra-aortic balloon was inserted on (B)(6) 2024, the patient had an operation. On (B)(6) 2024, blood was seen in the sleeve. An iab leak was suspected so the iab was removed and replaced with a new one to continue therapy. There were no alarms, and no problems were confirmed in the iab internal pressure waveform. After the iab was removed, a leak test of the iab lumen was performed and no leaks were detected in the hospital. There was no patient harm or adverse event reported.